Manufacturer narrative:
As reported, when fixing the mesh using capsure device, fasteners failed to fixate. The reported event that the device failed to fixate is confirmed as there were seven loose fasteners received with the device. Functional testing of the device could no tb performed as the device was received depleted of all 15 fasteners. Based on the return sample condition, no conclusion can be made to what extent if any the device caused or contributed to the deployment issues reported. Review of manufacturing records shows product was made to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure when fixing the mesh using capsure, device, fasteners stopped coming out well in the middle of use and there were some fasteners fixated but the last one was stuck halfway in, it was deemed more dangerous to remove it and it was left in place. There was no patient injury.